Event description:
Inappropriate response by device was reported. Once the device was programmed to a rate responsive mode it immediately acheived upper sensor rate of 130 ppm in spite of the patient lying down. In non-rate response modes there was simply lower rate pacing. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
Inappropriate response by device was reported. Once the device was programmed to a rate responsive mode, it immediately achieved upper sensor rate of 130 ppm in spite of the patient lying down. In non-rate response modes there was simply lower rate pacing. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found.